Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the frequent recharging of the device was that every time they tried to charge there was a 375 code indicated on the recharger screen. The patient reported that they let the recharger rest a day and when they tried to charge again the battery had gone to ¼ charge. So, they have to charge it again. The patient reported that after they received the replacement paddle and cord to the charger, the ins charged right up and it still charge afterward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that she had noticed a change in how often she needed to charge her implant. The patient reported that she used to recharge every 10 days and now she needed to recharge every 1 to 2 days. The patient reported that she had not changed her settings in 2 years. No further complications were reported.